Event description:
Since being implanted with essure, I have suffered from migraine headaches, significant weight gain, chronic pain in left side of abdomen, trouble sleeping, joint pain, night sweats, irregular menstrual cycles, and depression.